Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons got stuck and unresponsive. There was scratches and cracks on insulin pump screen and also received no delivery alarms. Screen turned black and battery life sometimes was seven days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify blank display, low battery alarm, no excessive no delivery or occlusion alarm and unresponsive button due to physical damaged to lcd glass. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection and corrosion was found at the keypad traces. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case and corroded battery tube. The test infusion set and reservoir does lock into place. (B)(4).